Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, flat creases and delamination of valve. Leak test and microscopic analysis were performed, which identified, white particles inner device, delamination total of the valve and wear abrasion. Based on the device analysis, the final assessment is: total delamination of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.